Event description:
It was reported that the patient underwent a posterior approach spine fusion surgery on the lumbar region of his spine from l5-s1 where rhbmp-2/acs was implanted. Post-operatively, the patient experienced low back pain with radiating pain into his lower extremities. On (B)(6) 2006, the patient had a spinal stimulator generator implanted. The patient continues to experience low back pain that radiates into both of his lower extremities. The patient is unable to enjoy the activities of daily life he enjoyed pre-operatively, and has otherwise suffered permanent injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on (B)(6) 2004 the patient presented with degenerative disk disease l4-l5, l5-s1. The patient underwent the following procedures: 1. L5-s1 lumbar laminectomy. 2. Removal of herniated disk l5-s1. 3. Harvesting of bone graft from laminectomy site at l5-s1. 4. Posterior lumbar interbody fusion with placement of telethon plastic cage at l5-s1. 5. Arthrodesis and bilateral bony fusion of l4-5 and l5-s1. 6. Internal fixation with pedicle screws at l4, l5 and s1. 7. Placement of crosslink at l5-s1. 8. Placement of fat graft at l5-s1. Per op notes: pedicle screws were placed into the pedicles at l4, l5 and s1 bilaterally. It was verified by an intraoperative x-ray. A posterior lumbar inner body fusion was performed at l5-s1 using osteotomes, curettes and scarpers. With these instruments the disk at l5-s1 was removed on the right. Infuse was utilized. The bone form the laminectomy site was harvested for purposes of fusion. A 12 meter telethon plastic cage was utilized and packed with infuse and autograft. A cross link was placed at l5-s1. A fat graft was placed in the epidural space at l5-s1 on the right.